Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device's defib output was out of specification. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the device log found no evidence of the report. The activity log confirmed all the discharges were within specification based on the measured patient impedance. Analysis of reports of this type has not identified an increase in trend.